Event description:
It was alleged that during an infusion of epinephrine the device alarmed and stopped infusing. A bolus of medication was given to increase the pt's blood pressure.

Event description:
It was alleged that during an infusion of epinephrine, the device alarmed and stopped infusing. A bolus of medication was given to increase the pt's blood pressure.